Manufacturer narrative:
Results: inherent risk of procedure (stent embolism); related to another drug/device (root cause of reported dislodgement appears to be related to the guide catheter and/or another device inside the guide catheter). Conclusions: other device caused failure (root cause of reported dislodgement appears to be related to the guide catheter and/or another device inside the guide catheter). (B)(4).

Event description:
The physician intended to implant a 2.5 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion a patient. The target lesion exhibited moderate tortuosity and some calcification. It was reported that the stent of the device dislodged from the delivery system while it was being advanced through the guide catheter. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was not returned with the delivery system. Crimp impressions were evident along the balloon. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).